Manufacturer narrative:
Updated data: d9 - device available for evaluation and return date h3- device evaluated, device return to manufacturer, eval summary attached h6 - method, result and conclusion codes h10 - product analysis: upon receipt at medtronic¿s quality laboratory, the subject valve was returned to medtronic for analysis. The valve was returned to the galway return product analysis lab loaded inside the delivery system. The valve was then forwarded to the santa ana product analysis lab. The valve was received inside a heart valve return kit filled with cloudy red 0.2% glutaraldehyde solution. The valve appeared discolored (dark red) showing evidence of blood contact with valve skirt partially compressed. All leaflets were stiff and slightly pliable. All leaflets exhibited severe creases and imprints; conditions possibly associated with the valve being inside the delivery system for an unknown amount of time. As received, all leaflets were in a partially closed position with a large gap between the free margins. Remnant blood tissue was noted on all commissures. All commissures appeared intact. Severe creases and frame imprints were found on all leaflets and valve skirt. The inflow aspect observed to have a slight elliptical appea rance. The valve was submerged in a warm saline bath. The valve maintained a compressed condition. Due to the received condition of the valve, a deployment simulation could not be performed to assess the against the reported event. Conclusion: the device history record was reviewed and showed that this product met all manufacturing specifications for product released for distribution. No issues were identified that would have impacted this event. Images were submitted to medtronic for review. The excerpt of the image subject matter expert (sme) review report follows: intra procedural angiographic images and mobile product experience report questionnaire were provided for review of the event description above. Patient¿s executive summary was not provided for anatomical review. Fluoroscopic valve load inspection was provided and misload was evident, defined by an overlap involving 4 ½ nodes. Per medtronic best practices, overlap prior to node 4 is considered a good load; overlap at node 4 and beyond is considered a misload, thus the valve and delivery catheter system (dcs) should be discarded, and a new valve should be loaded onto a new dcs. The misload was not identified and the implanting proceeded with the implant. An infold was noticeable during the implantation attempt. The infold is characterized by an inward fold or crease in the valve, extending from the inflow. Infolding could occur due a misloaded valve, anatomical characteristics such as calcium, and recaptures. According to medtronic best practices, if an infold is identified, the valve should be recaptured, removed from the body, and discarded. New sterile components must be used. Per the event description, the implanting team discarded the infolded valve once the infold was identified. A new valve was loaded and confirmed a good load used for the implant without further issues. Infolding events are typically related to patient anatomical factors (i.e., calcification level, left ventricular outflow tract (lvot) anomalies, compliance of the annulus, bicuspid valve, etc.) And/or procedural factors (i.e., pre-case planning, sizing, loading, user technique, etc.). Additionally, the valve frame is constructed with nitinol and the latticed strut design allows the valve to be compressed and loaded into the delivery system. During either the loading or deploying/recapturing process, the struts may cross over and catch on each other while being compressed, and potentially cause infolding. According to the physician, the possible issue was caused by a lot of calcium on the non-coronary cusp (ncc) or a misload. Based on image review, fluoroscopic valve load inspection was provided and misload is evident, defined by an overlap involving 4 ½ nodes. In this case, the misload was not identified and the implanting proceeded with the implant which most likely contributed to reported infolding. A delay to the procedure was reported, as more contrast was used and there was a system exchanges as more than one delivery catheter system (dcs) was used. No adverse patient effects were reported. There is no information to suggest a device quality deficiency that may have caused or contributed to this event. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information that during implant of this transcatheter bioprosthetic valve, an infold was reported. The valve was not used. According to the physician, the possible issue was caused by a lot of calcium on the non-coronary cusp (ncc) or a misload. A delay to the procedure was reported, as more contrast was used and there was a system exchanges as more than one delivery catheter system (dcs) was used. No adverse patient effects were reported. Additional information was received that a misload was not confirmed. The infold in the valve frame was noted upon the first deployment attempt. No adverse patient effects were reported.

Manufacturer narrative:
Updated data: b5. Second paragraph added. D9. Subject device was received for analysis. H6. Updated codes related to device return. The product analysis and investigation remain in progress. Following completion, if additional information is received a supplemental report will be submitted. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Product analysis: no product was returned. Conclusion: without the return of the product, no definitive conclusion can be made regarding the clinical observation. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act.

Event description:
Medtronic received information that during implant of this transcatheter bioprosthetic valve, an infold was reported. The valve was not used. According to the physician, the possible issue was caused by a lot of calcium on the non-coronary cusp (ncc) or a misload. A delay to the procedure was reported, as more contrast was used and there was a system exchanges as more than one delivery catheter system (dcs) was used. No adverse patient effects were reported.